Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the upper bearing, which was replaced along with other components. Service did a clean, lube, and adjust to the device, and it will be repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.